Manufacturer narrative:
Product ID, 3889-28 lot# v535584, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that, following a device replacement, the patient experienced pain while urinated and had a possible urinary tract infection. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR. Report # 3004209178-2013-03498 for information about issues with the patient's previous device.